Event description:
Procedure: lap chole. According to the rptr: the surgeon opened a new sterile package and when he closed the instrument for ligation the jaw, the instrument would not open and the handle couldn't return to the original position. The jaws didn't open after the device was fired over tissue which contained a small vessel. The surgeon used other coagulation to manage the bleeding. The surgeon cut the tissue by use of a coagulation device then removed the instrument out from the trocar and a clip still remained in the jaw. There was tissue loss around the jaw and surgeon managed the bleeding before the surgeon moved the instrument out. Then the surgeon opened a new sterile packing. The pt has been discharged from hospital.

Manufacturer narrative:
(B)(4).